Event description:
It was reported to boston scientific corporation in 2008, that an endovive safety peg kit push method was used during a peg placement procedure performed in 2008. According to the complainant, during the procedure, while advancing the tube over the wire, the coating unraveled from the wire. This occurred outside of the patient. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.